Event description:
It was reported that there were air bubbles were observed within the canister. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.